Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discharged patients were not showing. A technical support specialist logged into the device and found multiple visit identifier (ids) without discharge dates. Advised customer to send discharge messages to purge old visit identifier (ids) to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, discharged patients had continued to appear in the station and nurses had experienced difficulty on finding the right patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.